Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 pockets a3 and b3 had ¿invalid cubie memory¿ error, drawer 4.2 pockets b1 and b4 was not detected on the bus. A field service engineer (fse) found the device with two errors on auxiliary drawer 6, including ¿not detected on bus¿ and one cubie failure. All cabling was reseated and tested in hardware test application (hta), confirming all cubies were detected. During customer inventory, pocket b3 (1x3 cubie) failed to open when medications were inside. It was determined that the cubie was defective, and the customer unloaded and reloaded medications into a new cubie. The system was tested in hta, and the customer performed inventory successfully. The customer confirmed no further issues, and the case was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 cubies a3, b3, c1 and b1 and drawer 4.2 cubies b1 and b4 had invalid cubie memory. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.